Event description:
Health professional reported a left side deflation.the device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/23/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified white particles in device inner surface, fold creases and wear abrasion. Leak test and microscopic analysis was performed which identified one crack opening and one opening crease smooth. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening crease smooth in the side posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.